Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. It was reported that patient had a total abdominal hysterectomy/bilateral salpingo-oophorectomy on (B)(6) 2004. It was reported that patient had a laparoscopic cholecystectomy on (B)(6) 2006.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2002 and a mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures, including mesh revision/removal surgeries on (B)(6) 2010 and (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
It was reported on (B)(6) 2010 and (B)(6) 2012 patient underwent a surgical procedure and bs-obtryx was implanted.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.